Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). (B)(4).